Manufacturer narrative:
Initial.

Event description:
It was reported that the user announced a meal and held the pump to their ear to listen for delivery, which unintentionally canceled the meal bolus mid-delivery and resulted in approximately 2 units delivered, less than expected; this was characterized as an improper procedure involving the user interface, and the user was advised to allow the pump to correct glucose levels without re-announcing the meal. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.